Event description:
The device irritated the pt's skin causing severe blistering requiring wound care. The user facility indicated that the site was prepped per the instructions that the site was prepped per the instructions for use, and 3 days after applying the device, the pt had a stage 1 wound beneath 2-3 cm around the perimeter of the pad. The wound required medical intervention to promote wound healing and prevent the possibility of septicemia. Antibiotics were administered intravenously and a triple antibiotic ointment was applied topically. There was no permanent damage or impairment if body function, and the pt is recovering.